Event description:
There was an allegation of questionable na electrode results for 3 patient samples on a cobas 4000 c (311) stand alone system. Sample a: the initial result was 125 mmol / l. The sample was repeated on a different c311 analyzer and the repeated result was 133 mmol / l. Sample b: the initial result was 141 mmol / l. The sample was repeated on a different c311 analyzer and the repeated result was 147 mmol / l. Sample c: the initial result was 133 mmol / l. The sample was repeated on a different c311 analyzer and the repeated result was 140 mmol / l. The electrode lot number is 1111. The expiration date was requested but not provided. The results were not reported outside of the laboratory.

Manufacturer narrative:
The customer's calibration and qc results were ok. The customer's sample pre-analytic details were requested but not provided. The field service engineer found a contaminated reference solution filter. He changed the filter, cleaned the electrode reference liquid lines and acid and alkaline detergent washing station, and adjusted detergent levels. The operational tests and ise checks were within specification. The investigation is ongoing.

Manufacturer narrative:
Section b6 was updated. The na electrode lot number is r6140, not 1111 as previously reported. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.